Manufacturer narrative:
The reagent lot number was 55446800. Calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided data and information, a general reagent or instrument issue can be excluded.

Manufacturer narrative:
The field service representative changed the sample probe and cleaned the reagent and sipper probe. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results from the cobas 6000 e601 module. Patient 1 initial result was 82 and the repeat result was <2.5. Patient 2 initial result was 463 and the repeat result was 295. Patient 3 initial result was 356 and the repeat result was 168. The questionable results were not reported outside of the laboratory. Data was provided for one additional patient sample with results of 2.63, 10.09, and 3.0. It was requested but was not provided if any questionable result was reported outside of the laboratory or if the patient was adversely affected. No unit of measure was provided. The reagent lot number and expiration date were requested but were not provided.